Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) had heart attack. Patient was taken to emergency room (ER) and was given a medication to remove fluid from the heart. Also, patient did not get shocked and did not feel well. Boston scientific technical services (ts) explained device function and different causes of heart attack symptoms. Ts advised patient to reach out to physician about the event. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) had heart attack. Patient was taken to emergency room (ER) and was given a medication to remove fluid from the heart. Also, patient did not get shocked and did not feel well. Boston scientific technical services (ts) explained device function and different causes of heart attack symptoms. Ts advised patient to reach out to physician about the event. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on h6: patient codes and h6: impact codes.